Event description:
Reported as, "catheter broke, defective port".

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper I. Analysis of the device noted that the stainless steel connector was not returned with the device. Performance tests indicate no leakage at the access port or access port tubing. The lab was unable to duplicate or confirm the reported event. There is no other information available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing.''